Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of peeling tissue pad was confirmed. During device evaluation, an additional reportable malfunction was identified: severely worn-out tissue pad was identified. Based on the investigation results, the tip coating was peeling off and the tissue pad showed significant wear. Since tissue was adhered to the grasping section, it may be determined that the device was used in a procedure. The event most likely occurred when the grasping section was closed without grasping tissue while the output was activated (including after tissue resection), resulting in significant tissue pad wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-use inspection, before the patient entered the room, the tissue pad on the tip of the sonicbeat device was found to be peeling off when the package was opened. A second new unit was opened, but its tissue pad was also peeling. Complaints have been submitted for both devices. No patient involvement was reported.